Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the procedure the right ventricular (rv) lead had no capture at high output, diminished r-wave and an alert for low pacing impedance. The patient also had pericardial effusion and hemothorax. A tube was inserted to remove fluids and the rv lead was explanted and replaced. During the lead removal the lead would not fully unscrew fully and once removed tissue was found at the end of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/ fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted dried tissue/ body fluid on helix and in the sleevehead prevent the helix from retracting. This is not a lead failure. If information is provided in the future, a supplemental report will be issued.